Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported material rupture. It was reported that a rupture was observed during inflation of the stent delivery system (sds). Factors that may contribute to a material rupture include, but are not limited to, inadequate balloon integrity, interaction with challenging anatomy, interaction with accessory devices, and/or inflating above the rated burst pressure. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous and 90% stenosed proximal left anterior descending coronary artery. Rotablation was performed using a 1.25mm non-abbott rotational atherectomy device, followed by pre-dilatation with a 2.5x10mm non-abbott balloon dilatation catheter (bdc). The 3.0x23mm xience skypoint stent delivery system (sds) was prepared per instructions for use and advanced; however, a pinhole rupture occurred when the balloon was inflated to 6 atmospheres. This was attributed to the remaining calcification post ablation. The stent was retrieved without issue. Additional dilatation was performed with a 2.75x10mm non-abbott bdc. A new 2.75x23mm xience skypoint stent was advanced and successfully implanted. Post-dilation was performed using a 3.0x12mm nc trek neo bdc, and the procedure was completed without issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.